Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor was giving inaccurate readings. The customer also reported that she experienced intermittent calibration error alarms. The customer's blood glucose was 112 mg/dl and sensor glucose was 60 mg/dl at the time of incident when it triggered threshold suspend. The customer stated that the sensor had sensor glucose readings of 157 mg/dl with arrows showing and blood glucose of 77 mg/dl. The customer stated that her blood glucose was 90 mg/dl when she received a change sensor alarm. The customer stated that they received false low alerts. The customer also stated that no alarms occurred when she performed find lost sensor. The customer declined to troubleshoot for change sensor alarm. The sensor will not be returned for analysis.